Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage connectors were regreased and a filament calibration was completed. The sys was then found to be operating as intended.

Event description:
The customer reported the sys shut down as a result of arcing. No report of pt injury.